Event description:
Discordant results were obtained on an advia centaur for three assays: troponin (tni ultra), myoglobin (myo) and creatine kinase (ckmb). The results were reported to the physician, who questioned the results, as they did not match the clinical presentation of the patient. The patient was given a further cardiac workup. The results were repeated on the same and a different instrument and the repeated results were reported to the physician. There were no known reports of adverse health consequences due to the discordant, falsely elevated tni ultra, myo and ckmb results.

Manufacturer narrative:
Siemens field service engineers (fse) visited the site several times. After evaluating the instrument and instrument data, they were not able to determine the cause of this event. The instrument is performing within specification. No further evaluation of the device is required.